Event description:
Outbound; per pt's husband (B)(6) one of the ms3 pumps being used for treprostinil infusion is not allowing syringe on pump to empty all the way. Craig requests replacement pump. No further details provided.